Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 20-nov-2019, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(6), ubd: 18-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leads were explanted, no additional information provided. The rep clarified the patient was aware they had some contacts not working on one of the leads and had high impedances. Patient said they were reprogrammed so it would still give them therapy. The healthcare provider (hcp) did not originally plan to replace the lead but decided to replace to ensure they have all contacts working as the hcp was unsure which lead was affected. The rep was notified the date of the surgery on (B)(6) 2025. Some of the contacts were not working on one of the leads. Ins had reached eos and was dead the day of surgery so it could not be interrogated. The patient was reprogrammed several months ago and was still receiving effective therapy. Patient does not recall when the issue first started but was resolved after a reprogram. The hospital discarded the leads and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that it was elective replacement indicator (eri), not end of service (eos).

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient mentioned they had to have the leads replaced with the implant because they were fraying.